Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Service report and log files were not provided to this investigation. Our field service engineer was on-site to investigate the reported issue further and found out that the air gas module was defective and required replacement. No parts were returned for evaluation. Since no parts were returned for investigation, the root cause of the event has not been determined.